Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the cartridge is not an implantable device. If explanted, give date: not applicable, as the cartridge is not an implantable device. Device evaluation: the cartridge was returned for evaluation. Traces of viscoelastic were observed on the cartridge surface indicating that the device was handled at the surgical stage. The cartridge tip was cracked and deformed. The reported issue was verified. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the cartridge split when trying to advance the intraocular lens (iol). This was observed during handling, but prior to insertion with no patient contact. Additional information was received and it was learnt that tip of the cartridge was cracked. No further information was provided.